Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
An infection at the ipg pocket site, leads and anchors was reported to abbott. Surgical intervention took place wherein the system was explanted to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information indicates that the infection has resolved.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced an infection at the ipg pocket site, leads and anchors. Surgical intervention took place wherein the system was explanted to address the issue.